Event description:
The customer reported that the 840 ventilator had a blank screen. The covidien customer support engineer (cse) inspected the device. The cse found the graphical user interface (gui) cable was disconnected at breath delivery unit (bdu). The gui cable was re-attached. The device passed all testing.